Event description:
Upon receipt of this device, it is now determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report should be voided. No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of this device, it is now determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336-2021-00026. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that two quattro link knotless anchors broke during surgery. Surgeon had to use another new implant to finish the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.